Event description:
A caller reported an issue with the pixel display on their pump, which affected their ability to interact with it. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.